Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify button error alarm, off no power alarm due to blank display. The pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had button error alarm. The customer states the pump got wet and stopped working. The customer's blood glucose level was 187mg/dl. The customer was advised the pump would be replaced and returned for analysis.